Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and r-wave amplitude variation was observed on rv lead. No further information was available.

Event description:
New information noted that programming changes were made. Patient was fine with no more issues of oversensing.